Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that nurse was trying to cool a patient to 34c on the arctic sun device, but the patient was still at 37.1c. They were getting an alert 02 (low flow). Water temperature was 5.1c, flow rate was 1.3lpm, inlet pressure was -7.0psi, circulation pump command was 50 percent, pump hours were 5301.7 and system hours were 5491. Patient had been cooling for 1 hour. Trend indicator was pointing down. Patient was sedated but still shivering. The patient¿s pressures were low, so they were waiting to hear back on increasing sedation. Mss directed nurse to disconnect and reconnect arctic gel pads using proper technique. Flow rate was 3lpm and mss suggested treating shivering per protocol and discussed benefits of counter warming.

Event description:
It was reported that nurse was trying to cool a patient to 34c on the arctic sun device, but the patient was still at 37.1c. They were getting an alert 02 (low flow). Water temperature was 5.1c, flow rate was 1.3lpm, inlet pressure was -7.0psi, circulation pump command was 50 percent, pump hours were 5301.7 and system hours were 5491. Patient had been cooling for 1 hour. Trend indicator was pointing down. Patient was sedated but still shivering. The patient¿s pressures were low, so they were waiting to hear back on increasing sedation. Mss directed nurse to disconnect and reconnect arctic gel pads using proper technique. Flow rate was 3lpm and mss suggested treating shivering per protocol and discussed benefits of counter warming. Per follow up information received on 17aug2022, nurse stated that there was no device issue and reconnecting the pads corrected the issue. Patient was able to complete therapy and no injuries reported.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery to suppress shivering. However, this cannot be confirmed. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/ coverage and custom parameter settings are correct for the patient and treatment goals, refer to the arcticgel pad instructions for use for the appropriate flow rate. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." Correction: g. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned